Event description:
The customer reported that during system start up the phacoemulsification machine an electrical noise was heard and the machine shut down with a burning smell. There was no patient involved with this event.

Manufacturer narrative:
The problem reported was the system shut-off and there was a burned smell. Technical customer support specialist (tcss) went onsite and reported that the bcc (base charge controller) and the respective cable bundle burned. The cause might be bss (balanced salt solution) on top of the bcc. Furthermore, the footpedal was replaced due to a malfunctioning switch. Tcss performed the service checklist. All is within amo (abbott medical optics) specifications. This evaluation (investigation request) is for the returned footpedal with the malfunctioning switch. Evaluation: footpedal was visually and functionally tested by service depot. The visual inspection found that the springs holding the kick foot plate are rusty and the top cover around the base plate was dirty. A functional test was performed and passed with no issues. Additionally, cycled power 10 times and passed each time and also passed foot pedal calibration. The reported event for this footpedal of "malfunctioning switch" could not be duplicated as this footpedal passed all functional tests. (B)(4) was initiated to address the reported issue ("made an electrical noise followed by a shut-off and burn smell"). As a result, no further action is required to address this reported event. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.

Manufacturer narrative:
An amo field service engineer inspected the system at the customer location and found the base charger and the associated cable bundle had burned. Saline solution crystals were found on the top of the base charger and the sla battery fuse was not mounted. Field service also found that the insulation was broken in the footpedal. Field service replaced the base controller, pump vault and cable assembly, battery pin, added battery fuse, sealed base with silicone and replaced the footpedal. All pertinent information available to amo has been submitted.   Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted. Placeholder.